Manufacturer narrative:
Visual examination of the returned device revealed distal stent damage. Some of the struts were misaligned. This type of damage is consistent with the device encountering some form of restriction during the insertion of the device. No kinks or damage was found on the hypotube. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing records for this batch found that the device met its material, assembly, and product specifications at the time of release to distribution. A labeling review identified that the device was used per the taxus liberte directions for use (dfu). The most probable root cause of the stent damage is operational context due to anatomical/procedural factors encountered during the procedure which limited the performance of the device.

Event description:
This complaint is now reportable based on the analysis completed on 08/19/2008. It was reported that during a coronary drug-eluting stenting procedure, the stent had difficulty crossing the lesion. The lesion was located in the severely tortuous mid to distal left anterior descending (lad) artery. The lesion was 85% stenosed and severely calcified. Significant resistance was reported during insertion. Flushing was maintained during the procedure. The vascular access site was femoral. The lesion was pre-dilatated. The physician advanced the taxus liberte 16 x 3.00mm drug-eluting stent to the lesion, but the stent would not cross the lesion. No patient injuries or complications were reported. The patient's status is reported as "good." However, the returned product analysis revealed the stent was damaged with some of the struts misaligned.